Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The customer's reported drain volume of 4771ml for the programmed fill volume of 2800ml, met the increased intraperitoneal volume (iipv) criteria. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. The device was not returned to baxter, precluding further device investigation. A cause of the reported difficulty of an iipv could not be determined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she was cramping and empty and wanted to bypass to last fill. The fill volume is 2800 ml, drain volume 4771 ml. The hp stated did not feel overfull. The technical service representative (tsr) assisted in bypassing to last fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.